Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. Left tracker and controller of the imaging system tracker power box was replaced as a precaution. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has been received by manufacturer for evaluation. The received parts were found to be fully functional when connected to known good components during test. No problem found.

Event description:
A medtronic representative reported that outside of surgery the imaging system camera had issues seeing trackers. The trackers were going "on and off" multiple times. There was no patient present at the time of the issue.